Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad engineer reported that the pt came into the hospital not feeling well. The pt was admitted for possible pump thrombus. An echo was administered and decision made to give tpa. Two doses of tpa was administered and evidence of thrombus resolved with high plasma-free hemoglobin levels normalizing, however the pt unfortunately stroked and a decision was made to withdraw support.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.